Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 21. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were recommended for replacement to resolve the issue.

Event description:
The hospital reported a malfunction resulting in a >20% over delivery of tidal volume. There is no report of patient injury.